Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that recently a patient experienced 2 balloon failures; the balloon does not remain inflated. The department did tests on a probe (B)(6) and the amount of liquid in the balloon decreased daily, loss between 1 and 7cc. On (B)(6), there was only 3cc in the balloon and the employee added 7cc, for a total of 10cc. On (B)(6), the probe expelled itself and the balloon was empty.

Event description:
It was reported that recently a patient experienced 2 balloon failures; the balloon does not remain inflated. The department did tests on a probe january 30 and the amount of liquid in the balloon decreased daily, loss between 1 and 7cc. On february 21st, there was only 3cc in the balloon and the employee added 7cc, for a total of 10cc. On february 22, the probe expelled itself and the balloon was empty.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products passed qa inspection. Based on the complaint description, it is likely that the balloon was leaked. It was also mentioned that the leak happened during usage on the returned sample. This indicates that the catheter was functionally fit prior usage and shows that no issues were noted on the first day used. In our current standard operating procedure, the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that recently a patient experienced 2 balloon failures; the balloon does not remain inflated. The department did tests on a probe january 30 and the amount of liquid in the balloon decreased daily, loss between 1 and 7cc. On february 21st, there was only 3cc in the balloon and the employee added 7cc, for a total of 10cc. On february 22, the probe expelled itself and the balloon was empty.

Manufacturer narrative:
Qn#(B)(4). One actual sample was returned for investigation. The sample was carefully removed from the packaging and visually inspect ion conducted showed no abnormalities and design irregularities on the products. Based on the complainant description, it was reported that the balloon of the catheter was empty. From the statement, it was likely that the balloon had leaked. The balloon was filled up with 10mm of air. When immersed under water, no bubbles of air was found on the balloon surface or at the plastic air valve. The balloon was deflated and again inflated with loml of distilled water. The inflated balloon was left on work bench for 8 hours. Upon completion of the observation period, the balloon was deflated via an empty syringe. A total of 10mm water was collected. Leak balloon may occur due to various reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray or overinflating. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production. Samples were inflated with water and soak in water at 37'c for 14 days. Samples were then removed from soaking after 14 days and check for any leakage. No issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. The returned sample did not exhibit any failure. Based on the investigation conducted, the balloon was still able to retain its infl ated condition. Therefore, this complaint could not be confirmed as stated.